Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement of clip opening while establishing final arm angle could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 and pressure gradient of 2mmhg. A mitraclip xtw was advanced to the mitral valve, but during the deployment process, and while establishing final arm angle (efaa), the clip continuously opened from 5 degrees to 20 degrees. The pressure gradient was 7mmhg. Trouble shooting was performed but was not successful. The clip was removed from the patient. The pressure gradient was 2mmhg. Another mitraclip was advanced to the mitral valve and implanted. The mr was reduced to grade 1-2. The pressure gradient was 5mmhg.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 and pressure gradient of 2mmhg. A mitraclip xtw was advanced to the mitral valve, but during the deployment process, and while establishing final arm angle (efaa), the clip continuously opened from 5 degrees to 20 degrees. The pressure gradient was 7mmhg. Trouble shooting was performed but was not successful. The clip was removed from the patient. Another mitraclip was advanced to the mitral valve and implanted. The mr was reduced to grade 1-2. The pressure gradient was reduced to 5mmhg. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.